Manufacturer narrative:
Investigation summary: quality initiated an investigation on customer complaint of affirm gv false positive results. Batch history record review was performed on finished product with satisfactory results. In process and qc testing were within specifications. Functional and specificity tests were performed on retention samples with satisfactory results. This complaint was unable to be confirmed for gv false positive results. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. This MDR is being submitted as part of a retrospective review of records dating on april 2023-2025, under CAPA 11910483

Event description:
It was reported while using bd affirm¿ vpiii microbial identification test, there was a false positive result for gardnerella vaginalis. There was no report of patient impact.